Manufacturer narrative:
An eval of the device cannot be performed as the device was returned to the pt and was not returned to the MFR. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had a revision ts. Surgeon replaced with new insert and repaired soft tissue from a fall in the pt's home. Hospital protocol: no x-rays or op notes."